Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reporter via phone call that serter was no longer releasing infusion set properly. Customer's blood glucose was 423 mg/dl. Customer was advised that serter would be replaced.